Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that her husband's adc freestyle libre sensor detached after 4 days of wear. Caregiver further reported that the customer experienced cold sweats and unspecified symptoms of hypoglycemia. Customer was seen by a non-hcp and given a glucagon injection for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section - h4 device mfg date was updated based on extended investigation findings. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported that her husband's adc freestyle libre sensor detached after 4 days of wear. Caregiver further reported that the customer experienced cold sweats and unspecified symptoms of hypoglycemia. Customer was seen by a non-hcp and given a glucagon injection for treatment. There was no report of death or permanent injury associated with this event.